Manufacturer narrative:
Siemens has completed an investigation of the reported event. It has been determined that failure of the x-ray tube caused the system malfunction. The investigation showed that the liquid metal bearing lost its liquid metal in between the tf- and tn-bushing. This liquid loss caused the tube insert to lose its vacuum stability. Loss of vacuum stability leads to the xta not being voltage proof any longer and may lead to malfunction. No obvious reason for liquid metal loss could be found. The x-ray tube was exchanged and the error has not reoccurred. The currently observed failure rate is within an acceptable level regarding the targeted overall lifetime of the xta. No further measures will be introduced at this time.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis one system. During a patient procedure, no x-ray was possible. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.